Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display or reset was noted. The insulin pump passed the self test, reset error test, rewind, and displacement test. However, the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for an error and then went through the rewind. The blood glucose reading was 80 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.